Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose readings while using the ilet bionic pancreas, including a reading of 59 after lunch that was treated with oral glucose and resulted in rebound hyperglycemia to 223; the user reported a usual lunch and usual announcement and later had a reading of 69 without symptoms, and data syncing was limited due to a disconnected phone line. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.